Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller said the device was not working and not doing any good at the time of the report and this had been since the replacement surgery. The caller reported they felt terrible shocks and stimulation in their legs. They said their doctor attributed the shocking to unrelated nerve damage. Decreasing stimulation did not resolve the issue, they felt the shocking on all programs. They did turn the stimulation off, which resolved the issue. They were going to keep the stimulation off and were redirected to their healthcare provider to resolve the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the shocking that was felt in their legs was caused by the implanted device. When the device was turned off, the shocking stopped. No further steps had been taken and the issue was not yet resolved. There were no further complications reported or anticipated.